Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was able to communicate with the patient controller but unable to communicate with multiple clinician programmers. As a result, the patient underwent surgery during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported observation was confirmed and duplicated during analysis. The root cause of the reported observation was concluded to be associated with the juno processor (u2) magnet detect circuit.device available for evaluation? - this section should have been marked as yes rather than no in the initial report. This change is reflected in this additional report 1.